Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe intermittently failing probe assessment test is confirmed. The probe fails the transducer element test with 5 failed transducer elements. The probe also displays a poor image quality with dark dropouts on both sides of the image. The root cause is due to the probes transducer.

Event description:
It was reported that the probe is intermittently failing probe assessment test. Sometimes, it passes the self check with all crystals showing green-then sometimes it shows drop out on certain crystals without a whole lot of consistency but it seems to keep going back to the three on the right side. On 22 april 2025 evaluation review found probe also displays poor image quality with dark dropouts on both sides of the image due to element failure.